Event description:
A healthcare facility in another country, reported that thick secretions had blocked the tracheotomy cannula of a pt being ventilated with an rt340 adult breathing circuit, an mr290 autofeed humidification chamber and an mr850 respiratory humidifier. The user reported that the heater plate on the humidification chamber was hot and a temperature of 36.9 degrees celsius was displayed, but it did not seem to be providing humidity. No pt consequence was reported.

Manufacturer narrative:
The device was not returned to the MFR for investigation. A preliminary investigation was carried out based on the event description and previous experience with similar complaints. Results: it is possible that insufficient humidity in the airway caused the pt's airway secretions to dry out, thicken and occlude the tracheotomy cannula. We are attempting to obtain more info about how the circuit was set up. We will provide a follow up report.